Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the distal right coronary artery (rca). The lesion was predilated with a 2.0mm and a 3.0mm balloon (manufacturer is unknown). A non-bsc stent was advanced, but was unable to cross the lesion. Then a 3.00x28 mm taxus express2 drug eluting stent was advanced, but there was difficulty crossing the lesion. The position of system (guide catheter, guide wire, and stent delivery system (sds)) was released "as a reaction". While removing the sds, the taxus stent hit y-connector, outside of the patient, and the edge of the stent was lifted up. The procedure was completed with 3.0 x 28mm non-bsc stent. No patient complications were reported. Patient status reported as "good".